Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out and the tampon unraveled during removal. She experienced abdominal pain and discharge. She was able to manually remove the tampon and planned to visit the doctor for a check up.